Manufacturer narrative:
The issue is being investigated by the manufacturer. Device not returned to the manufacturer.

Event description:
On 07 july 2020 getinge became aware of an issue with the accessory used with 8668 washer disinfector ¿ the manual loading trolley. As it was stated, the handle from the trolley broke off, causing the sharp edge on the device. Why handling the trolley, user sustained a minor injury, described as scratch. The wound was the minor one, however we decided to report the issue is abundance of caution.

Event description:
Manufacturer reference number ot337430.

Manufacturer narrative:
Getinge received a complaint for the accessory to the washer disinfection device, however the accessory is not registered as medical device it works in the system with a medical device therefore malfunction occurred on the trolley is registered and reported under relevant device. When reviewing reportable events for this type of issues we were able to establish that the received incident is the first with an allegation of sharp edges that occurred after the handle breakage on the trolley an accessory to the washer disinfection device. When the incident occurred, the getinge device was directly involved. The device did not meet its specification. Upon the event occurrence the device was not being used for patient treatment or diagnosis. The customer reported quality issue with the trolley used number 6019700265 together with his 86-series washer disinfector, due to the handle breakage, sharp edge occurred on that accessory. We were informed that due to this fact the operator sustained minor skin scratch. During the investigation course it was clarified, that the skin scratch did not occurred why handling trolley but by different accessory used with the same washer disinfector: baskets. The affected 8668 washer disinfector with the serial number (B)(6) was manufactured on 11th september, 2018, the trolley was almost new and used only for 4 months. During the investigation course, we were able to establish that the trolleys are delivered by the contract supplier. All of the trolleys are a subject of quality control check after the manufacturing process. We were informed by the supplier that history file for that accessory do not show any anomalies and a device passed the quality control without any issues. The supplier site was informed about the event to draw his attention to the need for careful product control. The new version of the 6019700265 trolley was implemented and the design related to handle welding was improved. The broken trolley was replaced at the customer site by the newer version with more endurable handles welding. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation

Event description:
Manufacturer's reference number: (B)(4).